Event description:
It was reported that device detachment occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified left internal mammary artery (lima) to left anterior descending artery (lad). The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During crossing, the distal marker was seen in the lima but by the time the more proximal marker (transducer) was reached, the catheter folded on the monorail like it was prolapsing. When the physician tried to pull back the catheter on the wire, there was resistance and suddenly the catheter snapped and started spinning. The catheter and entire guide system were removed together, and the procedure successfully completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the catheter tip was stuck on the floppy end of the guidewire, the imaging window was entangled and had a twisted section, and there was a kink in the telescope assembly. Microscopic inspection revealed no damage to the distal tip or guidewire exit port assembly. Functional testing could not be performed due to the condition of the returned device. Images provided by the site were inspected and noted to be consistent with the returned device imaging window condition, confirming the reported issue.

Event description:
It was reported that device detachment occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified left internal mammary artery (lima) to left anterior descending artery (lad). The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During crossing, the distal marker was seen in the lima but by the time the more proximal marker (transducer) was reached, the catheter folded on the monorail like it was prolapsing. When the physician tried to pull back the catheter on the wire, there was resistance and suddenly the catheter snapped and started spinning. The catheter and entire guide system were removed together, and the procedure successfully completed with another of the same device. There were no patient complications.